Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device revealed that the wire was detached from the sensor. Since the occ cable did not return, an occ cable testing was used and connected to the ffr link for signal verification. The signal was not present, as designed. During testing with the ffr link, the 'signal strength' led showed a yellow/orange light and the 'zeroed' led showed a blinking red light, indicating that the wire was not working appropriately. The led lights for a properly working wire are green. Since to the occ cable did not return, an occ cable testing was used and connected to the bench top testing equipment. The modulation was checked but there was no modulation (0%) for this device.

Event description:
It was reported that the procedure was cancelled. Two fg comet ii us were selected for use. During procedure, no reading would come up with the two comet wires. The procedure was aborted. No complications were reported.

Event description:
It was reported that the procedure was cancelled. Two fg comet ii us were selected for use. During procedure, no reading would come up with the two comet wires. The procedure was aborted. No complications were reported.